Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: the surgery was done on (B)(6) 2011. The pt passed away on (B)(6) 2011, reportedly from leakage occurring at the esophagojejunostomy performed with an eea25. An endo gia white 60 device was used for resection of duodenum. The duodenojejunostomy was done with the eea21 device. To close the wound, endo gia white 60 units were used. After performing the anastomosis, the donut tissue could not be found. Additional suturing was done. A few days after the surgery, a leak from the chest cavity was found; a drain was placed. Six days after the surgery, bleeding occurred. The pt passed away after this. The doctor stated the eea25 was not defective.